Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic), and the right ventricular (rv) lead exhibited noise. The lead remains in use. No patient complications have been reported as a result of this event.